Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving gablofen via an implanted pump. It was reported the patient had a catheter revision due to fibrinous debris found to be occluding drug delivery in or around the pump snap on connector.